Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a crease fold and one curved opening on the posterior. A microscopic analysis was performed which identified: one opening crease sharp on the posterior and wear abrasion. Based on the device analysis the final assessment is: one crease sharp opening on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "left side rupture¿. Device has been explanted.